Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the battery was replaced due to battery depletion. Discomfort was first reported following the battery replacement and the stimulation was turned on. No further complications reported/anticipated.

Manufacturer narrative:
Nd other applicable components are: product ID: 3889-28, lot# v010296, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a lack of efficacy and pain in their leg from the stimulation. There were no reported contributing factors related to the event. An impedance test had been run and the test did not demonstrate any issues with the system. The device had also been programmed by office staff. An ins replacement had been done on (B)(6) 2017 and the patient reported a lack of efficacy and discomfort in their leg from the stimulation. On (B)(6) 2018 the existing lead was replaced. It was reported that the issue was resolved and the patient status was alive-no injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported that at the original replacement procedure, it was assumed that the device had reached its natural end of life (eol). No further complications reported/anticipated.